Manufacturer narrative:
A medtronic representative went to the site to inspect the imaging system. The reported issue was confirmed. The ias wheel near the rear cover did not move smoothly. All other tests passed. The cause of the issue was mechanical. The site declined repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system checkout that was previously reported was not for this event, there was no system checkout performed for this event because the site did not confirm service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) would not power on. There was no patient present.